Event description:
It was reported that the bd insyte¿ autoguard¿ bc leaked from the hub/catheter junction. The following information was provided by the client: "the drug solution leaked from the catheter hub during the examination at pet diagnostic center."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-mar-2022 h6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one 22g x 1.00 in. Insyte autoguard catheter with no documentation to indicate a product lot number. A gross visual inspection of the returned unit found that there was damage to the inner wall of the catheter adapter near the luer. The unit was tested for leakage, but no leakage was observed at the luer. However, as the damage to the inner wall of the luer is known to cause leakage, the reported issue was confirmed. A device history review (DHR) cannot be performed as no lot number was provided by the complainant. H3 other text : see h10

Event description:
It was reported that the bd insyte¿ autoguard¿ bc leaked from the hub/catheter junction. The following information was provided by the client: "the drug solution leaked from the catheter hub during the examination at pet diagnostic center."